Event description:
It was reported that the patient complained of pain around the generator site. It was also reported that there was diaphragmatic stimulation from the right ventricular (rv) lead. It was further reported that during repositioning of the rv lead the helix apparently failed to redeploy. The device and rv lead were removed and replaced with a new device and a new lead. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufactured and analyzed and no anomalies were found. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. The analyst noted that the helix cannot extend and retract due to distal conductor distortion within the connector.